Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.

Event description:
According to the available information the suture/dynamic anchor tore away from the mesh, the surgeon was able to pull out the fixed anchor from patient's left side.